Event description:
According to the reporter, the device had a pear-shaped cuff and a beveled tip. When the suction catheter was placed in the tube, the device was pushing down and creating a tear at the edge of the patient's airway membrane. The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.